Event description:
The switch remained in the "on" position. Co's inspection revealed no defect was found. The event could not be duplicated. No deaths or injuries were reported. This event is not considered reportable under 21 cfr 803 because a similar event would not be likely to cause or contribute to death or serious injury. This report is being made to comply with regulatory letter 90-dt-12.